Manufacturer narrative:
(B)(4). No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient experienced syncope for an unknown reason while in the shower. No further information, including the patient's name or device serial number, was provided to the field representative. No additional adverse patient effects were reported.